Event description:
Same case as: 2134265-2009-06115 and 2134265-2009-06114. It was reported that post-coronary drug eluting stenting treatment procedure, myocardial infarction (mi) and stent thrombosis occurred. During the index procedure, three unspecified taxus express2 paclitaxel-eluting coronary stent were implanted in the left anterior descending (lad) artery (described as "full metal jacket"). Approximately two years later, the patient experienced mi and stent thrombosis. The patient remained medication complaint until "running out" of plavix three or four days prior to the mi. Angiography revealed thrombus located mid stent of one of the previously implanted stents. Thrombectomy was performed to remove the thrombus and the area was post dilated with unspecified balloon. No further patient complications were reported and the patient condition was reported as "stable." Additional information was requested, but not received.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information received, a supplemental medwatch will be filed.